Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from tandem technical support to perform specific actions to address the issue, but occlusion alarms recurred, the customer reverted to an alternate method of insulin therapy.